Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had undergone an atrial flutter ablation. During that procedure, the atrial lead had dislodged. The patient then presented for removal of the atrial lead. The lead was not capturing or sensing. The patient was symptomatic without a functioning lead. Symptoms included shortness of breath and fatigue. The lead was explanted and replaced. The patient was stable post procedure.